Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device 06-01-2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6: adverse event problem- correction.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported